Event description:
Baxter (B)(4) received a report that a folfusor leaked into the housing during patient use. The device was filled with a solution of 4800 mg of fluorouracil hs in 0.9% sodium chloride bp, with a total volume of 115ml. This condition did interrupt therapy and has the potential to breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.